Event description:
A (b)(64) male admitted for increased swelling and open blisters on bilateral lower extremities. To operating room for bilat foot debridement and vac placement. On (B)(6) a hickman was placed in left subclavian for ongoing antibiotic treatment. On (B)(6) pt to have routine dressing change and maintenance of line including saline flush. No resistance felt with flush, but the red lumen ruptured near the bifurcation of the 2 lumens, with saline ejecting out and subsequent leakage of serosanguinous drainage. Line immediately clamped and md notified. Suspect device malfunction. Returned to operating room on (B)(6) for hickman to be replaced. Postoperatively pt was monitored. Diagnosis or reason for use: therapy.